Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 977a260 serial# (B)(4) implanted: (B)(6) 2015. Product type lead product ID 977a260 serial# (B)(4). Implanted: (B)(6) 2015 . Product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient implanted for non-malignant pain and complex regional pain syndrome. It was noted that the manufacturing representative (rep) had met with the patient 6 plus times to reprogram the patient¿s device since they were implanted. Every reprogramming session that rep met with the patient, they would report therapy in their right leg with some in left. The patient then mentioned they could only feel paresthesia in left leg which they reported annoyed them more than helped, and their right leg was not getting any therapy nor pain relief. Their lead was originally implanted superior t7 and mapped to provide therapy to right leg only; stimulation would wrap into patient¿s abdomen and ribs when using any configuration of electrodes on this lead, causing uncomfortable stimulation. It was stated that the patient¿s target pain is their right leg, and calf to foot. The patient became frustrated and stopped using or recharging their implantable neurostimulator (ins) sometime in (B)(6) 2016. The physician recommended a lead revision. On (B)(6) 2017, prior to the revision, it was noted that the ins was in overdischarge; antenna locate was used to restart the device, and start recharge. The rep¿s clinician programmer indicated that the ins had a power on reset (por) 0x3608 error message. The por was cleared. Impedances were checked, and all were within normal limits. On (B)(6) 2017, the patient¿s stimulation was turned on, but they still felt the therapy in the abdomen; stimulation was in the patient¿s left leg, but still none in their right leg. The patient had not reported any falls. A fluoroscopy on the day of the revision revealed that the leads were in the same location as they were at initial implant. The revised lead was inserted into the patient¿s epidural space posterior to their spinal cord, and to the right of the midline, with the tip of the lead at superior portion of t8. Post revision surgery, the rep was able to program the device to deliver stimulation into the patient¿s right hip, leg, and foot, which are the areas of the patient¿s most severe pain. The issue was resolved at the time of the report. No further complications were reported.